Manufacturer narrative:
The device is included in the neuromodulator implantable pulse generator (ipg )inaccurate elective replacement advisory notice issued by abbott on 12 september 2017. The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the "replace generator soon" message was shown in the patient controller. Diagnostics indicated the elective replacement indicated triggered earlier than intended. The controller app software update will be performed to clear the message. The device has the appropriate battery voltage to provide therapy.